Event description:
A report was received on (B)(6) 2015 regarding a male patient who was receiving therapeutic plasma exchange (tpe). On (B)(6) 2015 the patient became short of breath and coded 5 minutes into his first tpe treatment with the nxstage system. The patient was resuscitated and was moved into the intensive care unit (ICU). The treating physician believes the patient experienced a hypersensitivity reaction related to the dialyzer. The patient has fully recovered and will be sent to another hospital where he will undergo tpe treatment with a different tpe system.

Manufacturer narrative:
The user facility did not retain the cartridge for investigation. No lot number was identified. The user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.